Event description:
It was reported that surgery for the removal of a tibial nail was made necessary by a non-union and fibrous growth around a line of fracture. An x-ray on an unknown date revealed the non-union. During surgery, the 11mm x 375mm tibial nail was removed along with three 5mm locking screws. They were replaced with a 12mm x 375mm tibial nail and three 5mm locking screws. During the revision surgery, the surgeon used a 3.5 cortical blocking screw to insert the new 12mm tibial nail. The blocking screw was nicked and a fragment came off during reaming. An x-ray on the day of surgery revealed that the piece was successfully retrieved. This report is for an unknown screw. This is 3 of 5 for (B)(4).

Manufacturer narrative:
Retracting DHR results as previously reported. Investigation could not be completed, no conclusion could be drawn as no device was returned or lot number provided. This device was used for treatment not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for manufacturing revealed no complaint related issues.